Event description:
The customer reported a potential exposure of blood born pathogens to the operator of a dimension exl 200 instrument, while performing daily maintenance. There was no report of injury to laboratory staff or impact to patients due to the potential exposure of blood born pathogens.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument and instrument data evaluation. The cse determined the top seal solenoid was not properly sealing the cuvettes. The cause of potential exposure of blood born pathogens to the operator while performing daily maintenance is due to a top seal solenoid malfunction. The cse replaced the top seal solenoid and performed system alignments. The instrument is performing within specifications. Further evaluation of the device is not required.